Event description:
Approximately five years ago. In 1997, the 24 mm cryopreserved aortic valve and conduit was implanted into pt with history of bacterial endocarditis and annular abscess. It was reported that recently in 2002 the pt complained of shortness of breath that was diagnosed as aortic insufficiency. In 2002, the valve was explanted and replaced with a 23 mm valve (type unk).